Manufacturer narrative:
There was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure. Therefore, no product is expected to be returned for failure analysis. Insufficient information is available for event verification; therefore, no da vinci system or instrument logs are available for review.

Event description:
It was reported that during a da vinci-assisted procedure to remove a mediastinal tumor from the chest, a medical error resulted in severe brain damage to the patient. The artery connecting the chest to the brain was inadvertently severed, causing significant bleeding and the patient required a blood transfusion, although the amount was unspecified. This led to severe brain damage, leaving the patient unable to fully speak and affecting their daily life. Additional information had been requested; however, only limited details from the news were able to be provided.